Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose levels have been fluctuating .the customer's blood glucose level at the time of incident was 580mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer declined to complete troubleshoot due to wanting their trainer to look over the device. The customer states they would call back if further troubleshoot was needed. No further assistance provided at this time.